Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapies due to lead noise. No other electrical anomalies were detected. The lead was capped and replaced during a scheduled generator replacement. The patient condition is good.